Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burning skin irritation under the therapy pads and blisters under the electrodes. The patient¿s physician advised removal of the device due to the skin irritation. Follow up indicated that the skin irritation improved.